Manufacturer narrative:
Updated sections: h2, h6, h11. Additional information: further investigation clarified that the estimated blood loss was approximately 40 liters, and the patient required a blood transfusion; however, the exact number of units transfused is unknown.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted left pulmonary lobectomy with bronchoplasty and angioplasty, unexpected bleeding occurred, leading to a conversion to open surgery. Initially, the procedure was performed robotically, as visualization was adequate for both the bronchoplasty and angioplasty. However, given the highly infiltrative nature of the tumor, there was a planned intent to convert if needed. While the bronchoplasty was successfully completed, bleeding occurred during the angioplasty, attributed to the assistant¿s surgical technique involving clamping a blood vessel with an intestinal clamp forceps instrument. No errors or malfunctions of the da vinci system, instruments, or accessories were identified as causes or contributors to the reported event. To control the bleeding, the procedure was converted to open surgery as initially anticipated. Exact details on how the bleeding was controlled remain unknown, although the extracardiac vascular reconstruction significantly extended the procedure. Precise blood loss figures could not be verified, but it was estimated to be between approximately 50-100 liters. It is unclear whether the patient experienced any post-operative complications, but plans for discharge were underway.